Manufacturer narrative:
(B)(4). Concomitant products: item# ep-200150 act artic e1 hip brg 28x44mm lot# 515540; item# 163664 28mm dia cocr mod hd +6mm nk lot# 00j36663218; item# 110010265 g7 osseoti multihole 54mm f lot# 3965781. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 03324; 0001825034 - 2018 - 03327; 0001825034 - 2018 - 03326.

Event description:
It was reported patient underwent right hip revision. Approximately 1 month post-revision, patient went to emergency room due to pain.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device information: (B)(4). Reported event was confirmed by review of op notes which indicated the patient reported to ER due to intense pain in the right hip. Pain medicine was given while in ER and prescribed for home use. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Additional MDR filed for this event: 0001825034 - 2018 - 10989.